Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the hospital for an unrelated surgical procedure, oversensing and no capture issue was observed on the lead. Patient received inappropriate therapy as well. It is unclear if the lead was explanted or capped. A new lead was implanted. No further information available.

Event description:
New information received. Lead was capped on (B)(6) 2017. Patient was stable post procedure.